Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Joint aches [joint ache]. Cognitive loss [cognitive impairment]. Vision problems [visual disturbances]. Asthma [asthma]. Chronic fatigue [chronic fatigue]. Depression [depression]. No more strength in my hands anymore [muscle weakness upper limb]. Case narrative: the below report was received by health authority ansm (reference number: r2606564) on 02-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43-year-old female patient who had essure inserted (lot no. B26268) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important). On unknown date she experienced arthralgia ("joint aches"), cognitive disorder ("cognitive loss"), visual impairment ("vision problems"), asthma ("asthma"), fatigue ("chronic fatigue"), depression ("depression") and muscular weakness ("no more strength in my hands anymore"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, cognitive disorder, visual impairment, asthma, fatigue, depression, muscular weakness or arthralgia. The reporter commented: date of onset: on (B)(6) 2014. For all these past years with essure contraception, I have suffered from abdominal pain; I've always complained about it since the insertion. Today I have joint aches, cognitive loss, vision problems, asthma that I didn't have before, chronic fatigue, depression, no more strength in my hands anymore. Today the problems are still there, and I would like to have it removed, but where and how? Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , joint aches [joint ache] , cognitive loss [cognitive impairment] , vision problems [visual disturbances] , asthma [asthma] , chronic fatigue [chronic fatigue] , depression [depression] , no more strength in my hands anymore [muscle weakness upper limb] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-mar-2026. The most recent information was received on 06-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43-year-old female patient who had essure inserted (lot no. B26268) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important). On unknown date she experienced arthralgia ("joint aches"), cognitive disorder ("cognitive loss"), visual impairment ("vision problems"), asthma ("asthma"), fatigue ("chronic fatigue"), depression ("depression") and muscular weakness ("no more strength in my hands anymore"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, cognitive disorder, visual impairment, asthma, fatigue, depression, muscular weakness or arthralgia. The reporter commented: date of onset: 05-jan-2014 for all these past years with essure contraception, I have suffered from abdominal pain; I've always complained about it since the insertion. Today I have joint aches, cognitive loss, vision problems, asthma that I didn't have before, chronic fatigue, depression, no more strength in my hands anymore. Today the problems are still there, and I would like to have it removed, but where and how? Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 06-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.